Event description:
Livanova deutschland received a report about heater-cooler 3t system malfunction, showing a significant internal water leakage. The issue occurred during procedure. There is no report of patient/user injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635) h11: livanova field service engineer was dispatched to customer facility, checked the device and confirmed the issue; cardioplegia circuit has been replaced. Investigation is ongoing.

Manufacturer narrative:
H11: no similar event has been recorded on the device since its installation in 2019 by reviewing the complaints database. No concerning trend was detected for this failure mode. Based on the investigation findings, the reported event was likely due to a defective cardioplegia bridge due to wear and disinfection procedure contribution. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event, however there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.